Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting a suspected fracture, with it suffering low impedance measurements and noisy signals as a result. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.